Manufacturer narrative:
Citation: corcione n et al. Long-term follow-up of transcatheter aortic valve implantation with portico versus evolut devices. Am j cardiol. 2020 apr 15;125(8):1209-1215. Doi: 10.1016/j.amjcard.2020.01.018. Epub 2020 jan 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the long-term outcomes in patients who underwent transcatheter aortic valve implantation with portico or evolut transcatheter aortic valves. All data were collected from two centers. The study population included 233 patients and was predominantly female with a mean age of 83 years. Of those, 119 were implanted with medtronic evolut r or evolut pro valves. No serial numbers were provided. Among all evolut r and evolut pro patients, one in-hospital death occurred. The cause of death was not reported. There was no evidence to suggest that medtronic product caused or contributed to this death. An additional 27 patients died within two years post-implant. The physician/author stated all follow-up deaths were not related to the procedure itself or to the implanted valve. Among all evolut r and evolut pro patients, adverse events included: permanent pacemaker implantation, stroke, valve-in-valve implantation for an unknown reason, mild-moderate aortic regurgitation, major vascular complication, and major bleeding. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.